Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back. The patient described the irritation as open skin with scratches from being itchy. It was reported the patient was allergic to the equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse suggested the patient remove the device for four hours. Follow up indicated the irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back. The patient described the irritation as open skin with scratches from being itchy. It was reported the patient was allergic to the equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse suggested the patient remove the device for four hours. Follow up indicated the irritation improved. Supplemental report 9/10/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.